Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has internal helium leak in the circuit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has internal helium leak in the circuit. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), event site postal code: (B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) unit facing "helium leak". A getinge field service engineer (fse) detected the fault and replaced helium pressure regulator. Operational tests carried out with positive results. The fault did not involve operators/patients. The equipment was returned to the customer for clinical use. No patient involvement was there, no harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has internal helium leak in the circuit. There was no patient involved. There is no patient injury / harm reported.